Event description:
It was reported that the customer's insulin pump was shutting off and not delivering insulin. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up at that time, and no additional information was provided about the outcome of the event.